Event description:
Found skin underneath electrode on left chest reddened. Electrode removed and skin was angry red. No blistering was noted. Cleaned area with sterile water and md notified to examine burn. Order received to place bactroban to area and remove electordes and monitor pt via pulse ox.